Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data showed that the pod was in pod state 2, indicating it was first activated during downloading. The fill rod was not shorting the fill spring and the pod showed no indication of a fill. No damages or defects were found that would prevent the pod from completing priming to deploy the needle mechanism.

Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.g998usqsghyf2, hardware: sm-g998u, cgm sensor type: g7.